Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical study representative reported via phone call that they subject experienced high blood glucose with diabetic ketoacidosis. The customer¿s blood glucose level was 523 mg/dl. Subject was felt dehydrated and had one episodes of emesis. Subject was told to go emergency department. The insulin pump will not be returned for analysis.